Event description:
Livanova deutschland received a report that, during servicing for a previous issue, a leak in the electronic gas blender (unrelated to the previous issue) was found. There is no report of any patient injury.

Event description:
See initial report.

Manufacturer narrative:
Through complaint analysis, it was discovered that information contained in the previous manufacturer report submitted was not related to the current event and it belongs instead to another one for which a manufacturer report (ref. 9611109-2025-00032) including this information was already submitted. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Manufacturer narrative:
H11: a livanova field service engineer (fse) was dispatched to the facility to investigate the device. The gas leakage was resolved through the device maintenance, which included cleaning and tightening of unit junctions. Unit was tested and found functional, thus it was returned back to service. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
See initial report.

Manufacturer narrative:
H11 review of complaints database confirmed that no additional events related to this unit have been previously reported. No concerning trend for this kind of failure was evidenced. Thus, the event could be reasonably considered an isolated case. Based on investigation findings, the root cause of the reported event can be reasonably attributed to loosening of the junctions, potentially exacerbated during handling or normal usage of the product. The risk is in the acceptable region. No specific action was currently deemed necessary. Livanova will keep monitoring the market.

Manufacturer narrative:
H11: through follow-up communication with livanova technician in charge of the device inspection, it was learned that a run test has been performed and no alarms were detected. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
See initial report.